Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis of the device revealed no evidence of anomalies. (B)(4).

Event description:
There was no alleged product issue. The physician stated that the patient developed an unknown type of infection at the device (pump) pocket. The onset date of the infection was unknown the patient also experienced a fever. A culture of an unspecified type of organism was taken at the device pocket. It was unknown as to whether antibiotic treatment was necessary. The pump was explanted from the right lower quadrant and a new pump was implanted on the left lower quadrant. The physician dissected distal to old pump site to find ¿clean¿ catheter and used an 8784 to attach it to the new pump. The old dirty catheter piece was explanted with the old pump. The old explanted catheter piece was disposed of. Patient status at the time of this report was ¿alive ¿ no injury¿. The device system was used to deliver morphine and bupivacaine. The final outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.